Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during delivery inspection, the cardiosave intra-aortic balloon pump (iabp) unit's safety disc check failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) found that the membrane test failed in the all manifold test. The fse replaced the safety disk.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d1 (brand name), d4(UDI), d8 e1(event site city),g1, g3, g6, h2, h11. Corrected fields- h6 ( type of investigation, investigation findings).

Event description:
N/a